Manufacturer narrative:
The subject device was returned to and evaluated by olympus. The phenomenon ("no image") was not reproduced during inspection; however, a "poor image" was confirmed. Additional findings during the inspection identified holes in the cable and an image that is shifted off-center. The subject device was repaired and returned to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the images temporarily failed to appear because the circuit inside the subject device was damaged by water ingress due to the torn cable. Reprocessing / storing the product with tweezers, forceps, or scalpels may have damaged the cable. A review of the instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may destroy the electrical circuit inside the product". This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report "no image" regarding the otv-s7proh-hd-12e camera head. The event was identified during reprocessing. There was no report of patient impact. No additional information has been obtained.